Event description:
Customer called to report she scraped her arm on a bar sticking out of the left side of microscope stage. She stated that there was slight bleeding. The customer self-treated scrape with a band-aid and antibiotic ointment.

Manufacturer narrative:
The customer stated that she cleaned the area with alcohol, put on an anti-bacterial cream, and covered the scrape with a band-aid; no medical attention was needed. The customer indicated that the work space is extremely cramped. The slide bar sticks out from the stage when it is in a certain position, and she did not notice the slide bar sticking out when she reached for a pen, which was located to the back of the microscope. She also stated that protective clothing was not being worn at the time. No f/u is required.